Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the ectatic mid right coronary artery, a 3.5x15 rx trek dilatation catheter was advanced; however, during the first inflation using an indeflator the balloon did not inflate. Reportedly, the balloon was not soaked in heparinized normal saline prior to use. Another trek balloon was used to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. Return device analysis revealed that the distal shaft was separated distal to the guide wire exit notch. Both sections were returned. There was a proximal seal separation and the outer member was not returned. Additional reported information indicates that the shaft separations occurred post procedure due to manipulation of the device during packaging for return shipment and the outer member was discarded by the site. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. Evaluation summary: the device was returned for evaluation. The reported failure to inflate was confirmed. Return device analysis revealed that the distal shaft was separated distal to the guide wire exit notch and the full length of the balloon had shredded balloon material. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was reported that the balloon was not soaked in heparinized normal saline prior to use, it should be noted that the rx trek instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.